Event description:
It was reported that while in use on a patient, this 980 ventilator "shutdown". There was no reported injury to the patient. Although the customer reported that the ventilator "shutdown", the code reported by the biomedical engineer indicates that the device entered into backup ventilation (buv).

Manufacturer narrative:
H3 device evaluation summary: h3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this 980 ventilator "shutdown". Although the customer reported that the ventilator "shutdown", the code reported by the biomedical engineer indicates that the device entered into backup ventilation (buv). The device was not available for evaluation. The repair for reported issue was performed by non medtronic personnel. The customer called technical support for troubleshooting and found relevant code in the ventilator memory indicating the unit entered buv. The customer ran the extended self test (est) which passed prior to calling technical support. The unit was reported to be in working condition. The investigation could not determine a cause of the event. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.